Event description:
Boston scientific crm received information that this lead had dislodged and exhibited high thresholds. A reposition was attempted but the superior vena cava vein was found to be occluded. During extraction of the lead, it was severed by the extraction tool. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.